Manufacturer narrative:
The claimed issue was related to internal leakage test failure with message: 'pressure transducer difference>5cmh20' during pre-use check (puc). There was no patient involvement. The issue was decided to be reported based on available information (without logs or replaced part) as reported issue may have underlying causes that may affect essential functions. Identification of issue has been done by analyzing problem description. In order to conduct further analysis of the case, more detailed information is required. Unfortunately, neither the device logs nor repair details were available for further analyze. Therefore, the root cause to the reported issue has not been determined. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).